Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened dome switch on esc, button. The connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were harder to press and the esc button was broken. The customer¿s blood glucose was unknown. There was rack near battery cap and was not staying in. The insulin pump will not be returned for analysis.